Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history reports (DHR) and lot history could not be reviewed. The initial reporter indicated multiple events without individual identifiers. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the report of toxic anterior segment syndrome cases were related to the foreign material which was found in custom paks. There were no further details provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further information reported device is not a company product. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further information reported device is not a company product.